Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Customer reported discrepant inr result between coaguchek xs meter (B)(4) and a lab using the dade innovin reagent. Between 8:30 am and 9:00 am, the customer result was 6.9 inr. At 12:30 pm a lab test was done and the result was 5.28 inr. The customer's therapeutic range is 2.5-3.5 inr. No treatment was based off of the meter result. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or direct thrombin inhibitors. Customer is not on any new medications and does not have any new illnesses. No diet changes were reported. The customer has no signs of bleeding or bruising. There was no allegation of an adverse event. Retention test strips (304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.